Event description:
Unomedical reference number (B)(4). Event occurred in sweden on (B)(6) 2024, it was reported by the patient that eight infusion set from two different boxes was crimped when removed from body. No further information was available.